Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was unknown at time of incident and current blood glucose level was 594 mg/dl. The customer¿s blood glucose level was over 40 mg/dl and 594 mg/dl. The customer was treated with syringe and bolus. It was reported that they had no delivery. The insulin pump will be returned for analysis.